Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. Five photos received. Upon visual inspection of five photos, the following was observed: the photos show tissue and bleeding was noted on the tissue. In addition, needle/suture combination is handling by surgical instrument. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4), date sent: 3/1/2021. Additional information was requested, and the following was obtained: what color cartridges were used throughout the pouch, j-j, g-j? Pouch= blue. J-j= white, g-j= white, how was the g-j completed? Manual suture. How was the intraoperative bleeding addressed? With clips. Did the patient present with any other signs of post-operative bleeding? Unknown. What was done to address the melena? Conservative management. Was the site of the post-operative bleeding identified? Unknown. How was the post-operative bleeding addressed? "Conservative management". Were any issues experienced with device to include staple form? No, staples formed well. What is the current patient status? Ok.

Manufacturer narrative:
(B)(4). Batch #: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout the pouch, j-j, g-j? How was the g-j completed? How was the intraoperative bleeding addressed? Did the patient present with any other signs of post-operative bleeding? What was done to address the melena? Was the site of the post-operative bleeding identified? How was the post-operative bleeding addressed? Were any issues experienced with device to include staple form? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient operated for gastric bypass on thursday november 26 presents melena. It indicates that during surgery the suture line of the gastric pouch had a bleeding greater than usual.